Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hernia repair procedure. Reportedly, the staples did not close properly. The surgeon applied another device without pt injury.